Manufacturer narrative:
Estimated date of death. Estimated date of event. Estimated date of implant. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified artery. An unspecified xience stent was implanted and some time later the patient died of a heart attack. No additional information was provided.

Manufacturer narrative:
D4: the UDI is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effects of death and myocardial infarction are listed in the xience v and xience nano everolimus eluting coronary stent systems instructions for use as known patient effects of coronary procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. Additionally, a conclusive cause for the reported myocardial infarction, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.